Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 1 rows a, b & c were off bus. The field service engineer (fse) powered off the system and reseated the row board connectors for drawers 1 and 4 (1 & 2). Half-height drawer 4.2 was identified as the original issue, and the hardware test application test passed successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were not detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.